Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the device was causing intermittent activation when using the hand switch buttons. Another device was used to complete the procedure. There was no adverse consequence to the pt.